Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and middle right coronary artery conduit segment. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, after the balloon crossed the lesion, it was noted that the balloon ruptured at 4atm during first inflation. The procedure was completed with another of the same device. There were no patient complications post procedure.